Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side "hardness to the touch, implant sitting higher than normal, breast asymmetry, pain and discomfort." Diagnostic testing confirmed capsular contracture baker grade iii/IV. A capsulectomy was performed. The device has been explanted.

Manufacturer narrative:
Continued h6: f2303. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "diagnostic testing reported capsular contracture baker grade iii/IV".

Event description:
Healthcare provider reported a left side "hardness to the touch, implant sitting higher than normal, breast asymmetry, pain and discomfort." Diagnostic testing confirmed capsular contracture baker grade iii/IV. A capsulectomy was performed. The device has been explanted.